Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('piece of metal found was stuck to the wall of large colon') and device dislocation ('piece of metal found was stuck to the wall of large colon/migration') in a female patient who had essure (batch no. B82479) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included condom from 2003 to 2014 and gravida ii (two live birth deliveries through normal process with no complications). Concurrent conditions included allergy to metals (metal buttons on her pants). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic pain ("extrema pelvic pain"), back pain ("little pain on her lower back"), abdominal pain ("abdominal pain"), fibrosis ("fibrosis"), infection ("could have some infection") and allergy to metals ("allergy to titanium"). The patient was treated with antibiotics. Essure treatment was not changed. At the time of the report, the device breakage, pelvic pain, back pain, abdominal pain, fibrosis, infection and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, device breakage, device dislocation, fibrosis, infection and pelvic pain to be related to essure. The reporter commented: plaintiff was informed that the piece of metal found is stuck to the wall of large colon and was recommended to have a laparoscopy to remove the tubes and to remove the piece of metal. She was also advised that if, the essure devise breaks in her tubes and goes to her uterus then a full hysterectomy would be necessary, wherein they would have to remove the uterus and ovaries as well. Physician advised her that she has no cancer and that the fibrosis was not significant enough to cause any problems. She was also advised that if the essure device breaks in her tubes and goes to her uterus then a full hysterectomy would be necessary, wherein they would have to remove the uterus and ovaries as well. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2019: length of metal 1.7 centimeters in her upper right abdomen. Piece of metal stuck in the wall of the colon.. Hysterosalpingogram - in (B)(6) 2014: the results were fine. Ultrasound scan vagina - in (B)(6) 2014: nothing was said other than it was fine. Most recent follow-up information incorporated above includes: on 25-sep-2020: pfs received: reporter added, lot number and expiration date added, severity added for event pelvic pain and abdominal pain, medical history and lab test added. On 24-sep-2020: no new significant information received. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('piece of metal found was stuck to the wall of large colon/breakage of device and move to pancreas area.') And device dislocation ('piece of metal found was stuck to the wall of large colon/migration/malposition of essure device/migration of essure device location of device: pancreas') in a 37-year-old female patient who had essure (batch no. B82479) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included female condom from 2003 to 2014 and gravida ii (two live birth deliveries through normal process with no complications). Concurrent conditions included allergy to metals (metal buttons on her pants). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2018, the patient experienced back pain ("little pain on her lower back"). On (B)(6) 2019, the patient experienced pelvic pain ("extrema pelvic pain") and abdominal pain ("abdominal pain"), 4 years 6 months after insertion of essure. On (B)(6) 2019, the patient experienced abdominal pain upper ("right upper quadrant abdominal pain"). In (B)(6) 2019, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fibrosis ("fibrosis"), infection ("could have some infection"), allergy to metals ("allergy to titanium and nickel allergy"), genital haemorrhage ("abnormal bleeding genital"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), mental disorder ("psychological or psychiatric problems condition: could not take care of my family") and hypersensitivity ("allergic/hypersensitivity reaction"). The patient was treated with antibiotics. Essure treatment was not changed. At the time of the report, the device breakage, pelvic pain, back pain, abdominal pain, fibrosis, infection, allergy to metals, genital haemorrhage, female sexual dysfunction, mental disorder, abdominal pain upper and hypersensitivity outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, back pain, device breakage, device dislocation, female sexual dysfunction, fibrosis, genital haemorrhage, hypersensitivity, infection, mental disorder and pelvic pain to be related to essure. The reporter commented: plaintiff was informed that the piece of metal found is stuck to the wall of large colon and was recommended to have a laparoscopy to remove the tubes and to remove the piece of metal. She was also advised that if, the essure devise breaks in her tubes and goes to her uterus then a full hysterectomy would be necessary, wherein they would have to remove the uterus and ovaries as well. Physician advised her that she has no cancer and that the fibrosis was not significant enough to cause any problems. She was also advised that if the essure device breaks in her tubes and goes to her uterus then a full hysterectomy would be necessary, wherein they would have to remove the uterus and ovaries as well. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2019: length of metal 1.7 centimeters in her upper right abdomen. Piece of metal stuck in the wall of the colon.. Hysterosalpingogram - in (B)(6) 2014: the results were fine. Ultrasound scan vagina - in (B)(6) 2014: nothing was said other than it was fine. Batch no b82479 production date 2013-10-17 expiration date 2016-10-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2020: pfs received: event abnormal bleeding general, apareunia, psychological/psychiatric problem, right upper quadrant abdominal pain, hypersensitivity added and onset date added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('piece of metal found was stuck to the wall of large colon') and device dislocation ('piece of metal found was stuck to the wall of large colon/migration') in a female patient who had essure (batch no. B82479) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included female condom from 2003 to 2014 and gravida ii (two live birth deliveries through normal process with no complications). Concurrent conditions included allergy to metals (metal buttons on her pants). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic pain ("extrema pelvic pain"), back pain ("little pain on her lower back"), abdominal pain ("abdominal pain"), fibrosis ("fibrosis"), infection ("could have some infection") and allergy to metals ("allergy to titanium"). The patient was treated with antibiotics. Essure treatment was not changed. At the time of the report, the device breakage, pelvic pain, back pain, abdominal pain, fibrosis, infection and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, device breakage, device dislocation, fibrosis, infection and pelvic pain to be related to essure. The reporter commented: plaintiff was informed that the piece of metal found is stuck to the wall of large colon and was recommended to have a laparoscopy to remove the tubes and to remove the piece of metal. She was also advised that if, the essure devise breaks in her tubes and goes to her uterus then a full hysterectomy would be necessary, wherein they would have to remove the uterus and ovaries as well. Physician advised her that she has no cancer and that the fibrosis was not significant enough to cause any problems. She was also advised that if the essure device breaks in her tubes and goes to her uterus then a full hysterectomy would be necessary, wherein they would have to remove the uterus and ovaries as well. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2019: length of metal 1.7 centimeters in her upper right abdomen. Piece of metal stuck in the wall of the colon.. Hysterosalpingogram - in (B)(6) 2014: the results were fine. Ultrasound scan vagina - in (B)(6) 2014: nothing was said other than it was fine. Batch no b82479 production date 2013-10-17 expiration date 2016-10-31 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("piece of metal found was stuck to the wall of large colon/breakage of device and move to pancreas area.") And device dislocation ("piece of metal found was stuck to the wall of large colon/migration/malposition of essure device/migration of essure device location of device: pancreas / migration of essure device location of device: upper abdomen") in a 37 year-old female patient who had essure inserted (lot no. B82479) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of female condom from 2003 to 2014 and dermatitis, vulvovaginal candida, stress urinary incontinence, myofascial pain syndrome, dyspareunia, urinary frequency, nocturia, parity 2, uterine fibroids, abnormal uterine bleeding, abdominal discomfort, vaginal itching, vaginitis, vaginal discharge and gravida ii (two live birth deliveries through normal process with no complications). As concurrent condition the report mentioned allergy to metals (metal buttons on her pants). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, 1521 days after essure insertion, she experienced pelvic pain ("extrema pelvic pain") and abdominal pain ("abdominal pain"). In (B)(6) 2018 she experienced back pain ("little pain on her lower back") and abdominal pain upper ("right upper quadrant abdominal pain"). In (B)(6) 2019 she experienced device dislocation (seriousness criterion medically important). In (B)(6) 2020 she experienced hypersensitivity ("allergic/hypersensitivity reaction"). An unknown time later she experienced device breakage (seriousness criteria medically important and intervention required), fibrosis ("fibrosis"), infection ("could have some infection"), allergy to metals ("allergy to titanium and nickel allergy"), genital haemorrhage ("abnormal bleeding genital / abnormal bleeding (general)"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)") and mental disorder ("psychological or psychiatric problems condition: could not take care of my family"). The patient was treated with antibiotics. Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, back pain, device breakage, device dislocation, female sexual dysfunction, fibrosis, genital haemorrhage, hypersensitivity, infection, mental disorder and pelvic pain to be related to essure administration. The reporter commented: plaintiff was informed that the piece of metal found is stuck to the wall of large colon and was recommended to have a laparoscopy to remove the tubes and to remove the piece of metal. She was also advised that if, the essure devise breaks in her tubes and goes to her uterus then a full hysterectomy would be necessary, wherein they would have to remove the uterus and ovaries as well. Physician advised her that she has no cancer and that the fibrosis was not significant enough to cause any problems. She was also advised that if the essure device breaks in her tubes and goes to her uterus then a full hysterectomy would be necessary, wherein they would have to remove the uterus and ovaries as well. Discrepancy noted in date of insertion (B)(6) 2014 and (B)(6) 2014. Right: 1 coils left: 4 coils. Another thought (after patient left which I will follow-up op) is if an iud perforated the uterus years ago and is now in upper abdomen or if 2 coils were in the essure (pre-packaged that way) and 1 extruded through. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2019: length of metal 1.7 centimeters in her upper right abdomen. Piece of metal stuck in the wall of the colon. [Hysterosalpingogram] in (B)(6) 2014: the results were fine; on (B)(6) 2014: total bilateral occlusion [ultrasound scan vagina] in (B)(6) 2014: nothing was said other than it was fine batch no b82479 production date (B)(6) 2013 expiration date (B)(6) 2016. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: (B)(6) 2020: pfs received: event abnormal bleeding general, apareunia, psychological/psychiatric problem, right upper quadrant abdominal pain, hypersensitivity added and onset date added. (B)(6) 2020: pfs received: no new significant information received. (B)(6) 2020: plaintiff fact sheet and medical records received. Onset date of event abdominal pain, pelvic pain, abdominal pain upper, hypersensitivity were updated. Reporter information, lab data were added. (B)(6) 2023: medical records received. Reporter information, patient medical history and reporter causality comment added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("piece of metal found was stuck to the wall of large colon/breakage of device and move to pancreas area.") And device dislocation ("piece of metal found was stuck to the wall of large colon/migration/malposition of essure device/migration of essure device location of device: pancreas / migration of essure device location of device: upper abdomen") in a 37 year-old female patient who had essure inserted (lot no. B82479) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of female condom from 2003 to 2014 and dermatitis, vulvovaginal candida, stress urinary incontinence, myofascial pain syndrome, dyspareunia, urinary frequency, nocturia, parity 2, uterine fibroids, abnormal uterine bleeding, abdominal discomfort, vaginal itching, vaginitis, vaginal discharge and gravida ii (two live birth deliveries through normal process with no complications). As concurrent condition the report mentioned allergy to metals (metal buttons on her pants). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, 1521 days after essure insertion, she experienced pelvic pain ("extrema pelvic pain") and abdominal pain ("abdominal pain"). In (B)(6) 2018 she experienced back pain ("little pain on her lower back") and abdominal pain upper ("right upper quadrant abdominal pain"). In (B)(6) 2019 she experienced device dislocation (seriousness criterion medically important). In (B)(6) 2020 she experienced hypersensitivity ("allergic/hypersensitivity reaction"). An unknown time later she experienced device breakage (seriousness criteria medically important and intervention required), fibrosis ("fibrosis"), infection ("could have some infection"), allergy to metals ("allergy to titanium and nickel allergy"), genital haemorrhage ("abnormal bleeding genital / abnormal bleeding (general)"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)") and mental disorder ("psychological or psychiatric problems condition: could not take care of my family"). The patient was treated with antibiotics as well as surgery (was recommended to have a laparoscopy to remove the tubes and to remove the piece of metal, full hys). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, back pain, device breakage, device dislocation, female sexual dysfunction, fibrosis, genital haemorrhage, hypersensitivity, infection, mental disorder and pelvic pain to be related to essure administration. The reporter commented: plaintiff was informed that the piece of metal found is stuck to the wall of large colon and was recommended to have a laparoscopy to remove the tubes and to remove the piece of metal. She was also advised that if, the essure devise breaks in her tubes and goes to her uterus then a full hysterectomy would be necessary, wherein they would have to remove the uterus and ovaries as well. Physician advised her that she has no cancer and that the fibrosis was not significant enough to cause any problems. She was also advised that if the essure device breaks in her tubes and goes to her uterus then a full hysterectomy would be necessary, wherein they would have to remove the uterus and ovaries as well. Discrepancy noted in date of insertion (B)(6) 2014. Right: 1 coils left: 4 coils. Another thought (after patient left which I will follow-up op) is if an iud perforated the uterus years ago and is now in upper abdomen or if 2 coils were in the essure (pre-packaged that way) and 1 extruded through. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2019: length of metal 1.7 centimeters in her upper right abdomen. Piece of metal stuck in the wall of the colon. [Hysterosalpingogram] in (B)(6) 2014: the results were fine; on (B)(6) 2014: total bilateral occlusion [ultrasound scan vagina] in (B)(6) 2014: nothing was said other than it was fine. Batch no: b82479, production date: 2013-10-17, expiration date: 2016-10-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("piece of metal found was stuck to the wall of large colon") and device dislocation ("piece of metal found was stuck to the wall of large colon") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii (two live birth deliveries through normal process with no complications). Concurrent conditions included allergy to metals (metal buttons on her pants). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic pain ("extrema pelvic pain"), back pain ("little pain on her lower back"), abdominal pain ("abdominal pain"), fibrosis ("fibrosis"), infection ("could have some infection") and allergy to metals ("allergy to titanium"). The patient was treated with antibiotics. At the time of the report, the device breakage, pelvic pain, back pain, abdominal pain, fibrosis, infection and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, device breakage, device dislocation, fibrosis, infection and pelvic pain to be related to essure. The reporter commented: plaintiff was informed that the piece of metal found is stuck to the wall of large colon and was recommended to have a laparoscopy to remove the tubes and to remove the piece of metal. She was also advised that if, the essure devise breaks in her tubes and goes to her uterus then a full hysterectomy would be necessary, wherein they would have to remove the uterus and ovaries as well. Physician advised her that she has no cancer and that the fibrosis was not significant enough to cause any problems. She was also advised that if the essure device breaks in her tubes and goes to her uterus then a full hysterectomy would be necessary, wherein they would have to remove the uterus and ovaries as well. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2019: length of metal 1.7 centimeters in her upper right abdomen. Piece of metal stuck in the wall of the colon.. Hysterosalpingogram - in (B)(6) 2014: the results were fine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-may-2019: quality safety evaluation of ptc. No lot number was received in this case. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("piece of metal found was stuck to the wall of large colon") and device dislocation ("piece of metal found was stuck to the wall of large colon") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii (two live birth deliveries through normal process with no complications). Concurrent conditions included allergy to metals (metal buttons on her pants). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic pain ("extrema pelvic pain"), back pain ("little pain on her lower back"), abdominal pain ("abdominal pain"), fibrosis ("fibrosis"), infection ("could have some infection") and allergy to metals ("allergy to titanium"). The patient was treated with antibiotics. At the time of the report, the pelvic pain, back pain, abdominal pain, fibrosis, infection and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, device breakage, device dislocation, fibrosis, infection and pelvic pain to be related to essure. The reporter commented: plaintiff was informed that the piece of metal found is stuck to the wall of large colon and was recommended to have a laparoscopy to remove the tubes and to remove the piece of metal. She was also advised that if, the essure devise breaks in her tubes and goes to her uterus then a full hysterectomy would be necessary, wherein they would have to remove the uterus and ovaries as well. Physician advised her that she has no cancer and that the fibrosis was not significant enough to cause any problems. She was also advised that if the essure device breaks in her tubes and goes to her uterus then a full hysterectomy would be necessary, wherein they would have to remove the uterus and ovaries as well. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2019: length of metal 1.7 centimeters in her upper right abdomen. Piece of metal stuck in the wall of the colon. Hysterosalpingogram - in (B)(6) 2014: the results were fine. Incident: no lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.